Manufacturer narrative:
Complaint number (B)(4).

Event description:
This report from the united states was reported by a healthcare professional via company representative on (B)(6) 2025 and concerns a 46-year-old male patient who experienced lumpiness coincident with evolysse form. The patient received 2 cubic centimeters in the temples on (B)(6) 2025 and experienced lumpiness following the injections. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the lumpiness was unknown. Database reference number: (B)(4).